Manufacturer narrative:
H.6. Investigation summary: two sample connectors from lot 1904104 were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received injector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the injector and a sample injector from lot 1906101. In all cases the product functioned as intended and the failure could not be replicated. Four retained connector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample injectors and again the product functioned properly in all units observed. A device history review was performed for lot 1904104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. CAPA 1186628 has been opened to document the investigation regarding injector/connector separation failure mode. H3 other text : see section h.10.

Event description:
It was reported that bd phaseal¿ optima system, connector, c35-o injector and connector disconnected during use. The following information was provided by the initial reporter: this record captures patient 2 of 4. Multiple disconnections occurred with same patient and are captured in separate records. It was reported that the injector and connector disconnected during a 24 hour infusion. The following was reported via email: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made to hang for the remaining time before hanging bag #2. This is the same infusion that we had issues with initially. I have received a report for the one last night. I have spoken to the day shift rn who will do two for the ones today. Sales rep reports: event description per bd global complaint form states, this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. Did mention that this patient has a port..... And that the previous incident of disconnect that occurred on 8/22---that patient had a port as well...given the same drug--three combo w/etoposide. Additional info provided by customer states: r.s. ¿ 66 yr old male (weight 71.9 kg). 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port; disconnect: (B)(6) 2019 ~ 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; dayshift rn reported 3 additional disconnects later that morning (last disconnect required new bag to be made). Additional disconnect on (B)(6) 2019 when pt crossed his arms.

Manufacturer narrative:
The following fields have been updated with additional information: a.2. Age at time of event: 66 years. A.3. Sex: male. A.4. Weight: 72 kilograms. B.5. Describe event or problem: it was reported that bd phaseal¿ optima system, connector, c35-o injector and connector disconnected during use. The following information was provided by the initial reporter: this record captures patient 2 of 4. Multiple disconnections occurred with same patient and are captured in separate records. It was reported that the injector and connector disconnected during a 24 hour infusion. The following was reported via email: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made to hang for the remaining time before hanging bag #2. This is the same infusion that we had issues with initially. I have received a report for the one last night. I have spoken to the day shift rn who will do two for the ones today. Sales rep reports: event description per bd global complaint form states, this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. Did mention that this patient has a port..... And that the previous incident of disconnect that occurred on (B)(6) ---that patient had a port as well...given the same drug--three combo w/etoposide. Additional info provided by customer states: r.s. ¿ 66 yr old male (weight 71.9 kg). 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port. Disconnect: (B)(6) 2019 ~ 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; dayshift rn reported 3 additional disconnects later that morning (last disconnect required new bag to be made). Additional disconnect on 9/5/2019 when pt crossed his arms.

Event description:
It was reported that bd phaseal¿ optima system, connector, c35-o injector and connector disconnected during use. The following information was provided by the initial reporter: this record captures patient 2 of 4. Multiple disconnections occurred with same patient and are captured in separate records. It was reported that the injector and connector disconnected during a 24 hour infusion. The following was reported via email: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made to hang for the remaining time before hanging bag #2. This is the same infusion that we had issues with initially. I have received a report for the one last night. I have spoken to the day shift rn who will do two for the ones today. Sales rep reports: event description per bd global complaint form states, this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. Did mention that this patient has a port..... And that the previous incident of disconnect that occurred on (B)(6) ---that patient had a port as well...given the same drug--three combo w/etoposide. Additional info provided by customer states: r.s. ¿ 66 yr old male (weight 71.9 kg). 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port. Disconnect: (B)(6) 2019 ~ 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; dayshift rn reported 3 additional disconnects later that morning (last disconnect required new bag to be made). Additional disconnect on (B)(6) 2019 when pt crossed his arms.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima system, connector, c35-o injector and connector disconnected during use. The following information was provided by the initial reporter: material no: 515070, batch no: 1904104 it was reported that the injector and connector disconnected during a 24 hour infusion. This disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. Did mention that this patient has a port..... And that the previous incident of disconnect that occurred on 8/22---that patient had a port as well...given the same drug--three combo w/etoposide. Last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made to hang for the remaining time before hanging bag #2. I have received a report for the one last night. I have spoken to the day shift rn who will do two for the ones today.